Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal pelvic pain/ sharp pains") and genital haemorrhage ("bleeding and passing blood clots/ excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 (date of births: (B)(6)) and multiple cesarean sections (on (B)(6)). Concurrent conditions included body mass index normal, nerve pain, depression, anxiety and sleep disorder. Concomitant products included buspirone in 2007 for anxiety, fluoxetine in 2007 for depression, gabapentin in 2007 for nerve pain and zolpidem tartrate (ambien) in 2007 for sleep disorder therapy. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain"), alopecia ("hair loss"), back pain ("back pain/lower back pain (sharp, intense, severe pains felt like someone was cutting her)/severe back pains") and allergy to metals ("allergic to nickel") with skin reaction. In (B)(6) 2013, the patient experienced gastritis ("inflammation on stomach") with abdominal pain upper and abdominal distension. On in (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("headaches/migraines (touching her scalp hurts, lasting 3 ¿ 5 days at a time)"), pain of skin ("headaches/migraines (touching her scalp hurts, lasting 3 ¿ 5 days at a time)") and dysmenorrhoea ("menstrual cycle pain / blood clots (sharp, persistent)"). On an unknown date, the patient experienced mental disorder ("essure caused / aggravated her psychiatric and/or psychological condition{s}") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure, whether at the advice of a physician or otherwise"). The patient was treated with antibiotics, analgesics and surgery (full hysterectomy with bilateral removal of the fallopian tubes on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, alopecia, back pain, mental disorder, allergy to metals and treatment noncompliance outcome was unknown, the genital haemorrhage, migraine, pain of skin and dysmenorrhoea had not resolved and the gastritis had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, gastritis, genital haemorrhage, mental disorder, migraine, pain of skin, pelvic pain and treatment noncompliance to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she has not been diagnosed with any autoimmune disorders. She did not claim that she experienced unintended pregnancy following her use of essure. She put a dime on the side of her breast and it was red for weeks afterwards (she claimed that she is allergic to nickel). None of her alleged symptoms or injuries resolve or decrease after essure removal; she still has the same issues that she had before the essure was removed. According to medical records the essure coils were easily placed and were noted to be 2 coils in the uterine cavity from the right ostia and at the left tubal ostia only one coil was noted to be protruding into the uterine cavity. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood test - on an unknown date: normal. Ultrasound scan - on an unknown date: for severe pain on left side - not provided according to medical records: on (B)(6) 2014 - us pelvic ultrasound showed no evidence of ovarian torsion. Presumed bilateral essure device with the proximal portions located within the uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.